Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, that the unit isn't "running properly". Patient involvement unknown.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. Functional testing confirmed the customer's complaint. Continuous flow was observed immediately. The cause for this event was a mechanical failure within the input manifold assembly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).